Event description:
It was reported that a progav shuntsystem (part # fv414t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 120 centimeters (cm), weight: (B)(6), gender: female.

Manufacturer narrative:
Investigation: manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee in october 2012. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® shunt system is comprised of a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® fixed pressure valve with a fixed pressure range of 25 cmh2o. The shunt system was inspected as article f414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: deposits on the catheter were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the shunt system are permeable. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav® is operating within the accepted tolerance in the horizontal position. The shuntassistant® is operating not within the specified tolerances in the vertical position. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.